Event description:
As reported, the stent of a palmaz genesis 39 x 80 bil 135 expanded without any assistance; therefore, the stent secured to the vessel wall in an area it was not intended. The physician had to snare the stent out of the patient and the procedure was completed. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, h1, h2, h3 and h6. The stent of a palmaz genesis 39 x 80 bil 135 expanded without any assistance; therefore, the stent secured to the vessel wall in an area it was not intended. The physician had to snare the stent out of the patient and the procedure was completed. Multiple attempts were made without success to obtain the device and additional information. The product was not returned for analysis. A product history record (phr) review of lot 82172365 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the safety information in the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity.¿ this is therefore considered off label usage. Neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; a risk assessment has been opened to further investigate this issue.

Event description:
As reported, the stent of a palmaz genesis 39 x 80 bil 135 expanded without any assistance; therefore, the stent secured to the vessel wall in an area it was not intended. The physician had to snare the stent out of the patient and the procedure was completed. Multiple attempts were made without success to obtain the device and additional information.